Event description:
The complainant reported that the device was therapeutically implanted in a pt (age and gender unknown). Ten days later, pt treatment was concluded, and during the planned removal of the device, the nurse experienced slight resistance, but the device was successfully removed. Two days later, the pt complained of soreness at the sight of PICC removal. This site was then found to be swollen and inflamed the next day. An ultrasound was then performed that revealed thrombosis at the PICC site. This pt condition was treated with heparin and roceohin im for three days. There was no indication from the complainant of any continued adverse affects on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device has been discarded and would not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.